Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of jaws failure to close.

Event description:
It was reported to boston scientific corporation that a coredx pulmonary mini biopsy forceps was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2026. During the procedure, the forceps became stuck in the open position and could not be closed or withdrawn through the endoscope working channel. As a result, the forceps and endoscope were removed together, and the device was cut off. The procedure was completed using another coredx device. There were no patient complications reported as a result of this event.